Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. The impedance of the right ventricular pacing lead was observed to be beyond the expected upper range. Continuation of concomitant: 4076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead had fractured. It was noted that high impedance and noise were observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.